Event description:
An implant card was received for the patient's full revision surgery indicated to be for the high impedance. The devices were expected to have been discarded and would not be expected for return. No additional, relevant information was received to date.

Event description:
It was reported that high lead impedance was observed on vns patient system during follow up visit. It was reported that the patient is seizure free at present and will await for any additional seizures before considering a replacement surgery. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.

Event description:
Review of data recorded into the internal memory of the generator confirmed and increase in impedance value from 2065omhs to >10 000omhs with an estimated occurrence time (B)(6) 2016.